Event description:
Customer reported excessive noise and generating heat in handpiece. (B)(4).

Manufacturer narrative:
During pre-repair assessment performed by a technician, functional testing was performed and revealed the device was damaged and not functioning properly. This was attributed to normal wear of the device. Various parts were replaced. Device was repaired and returned to the customer.